Event description:
It was reported that there was an issue with the product 1064045 - neuro-patch 4x5cm. According to the complaint description, the patient has experienced "continuous" symptoms postoperatively. The surgery was successful, but the patient continued to have fever, high protein in cerebrspinal fluid (csf), and raised intracranial pressure (icp). The orignal procedure was foramen magnum decompression followed by duroplasty in (B)(6) 2023. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on applicable risk analysis. Further details were not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: aesculap ag did not receive a product for investigation. Therefore, investigation results are based on historical data analysis and batch history review, and patient information. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incident has been filed with products from this batch. Explanation and rationale: based on the information provided by the customer, the patient suffers from fever, high protein in cerebrospinal fluid (csf) and raised intracranial pressure (icp). According to the instructions for use (IFU) the following side effects are known and cannot be ruled out also depending on the initial condition of the patient. Contraindications - do not use: · in infected regions, · in open cerebrocranial traumata, · in open spina bifida, · in case of known hypersensitivity against implant materials; for fixation materials. Please note the corresponding instructions for use. · in any application area that is not mentioned in "indications" risks, side effects, interactions - potential complications that the manufacturer is currently aware of: · infection, · cerebrospinal fluid leakage, · adhesion, · foreign body reaction. Please note: the points mentioned above include potential clinical consequences. No risks, side effects and interactions as a result of comorbidities of the patient have been identified. Conclusion/preventive measures: on basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication fo a material-, manufacturing- or design- related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.